Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed s420 (homing timeout, right). This did not indicate a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device mechanism was received with s421 (motor error-pmc, right) alarmed.